Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error followed by a motor position encoder error after rewind process. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer received a motion sensor test failure. Customer also reported to have experienced a high blood glucose of over 600 mg/dl due to possible reservoir leaks. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement test. Insulin pump was received with stuck motor error alarm loop during bolus delivery due to moisture damage on the motor. No motion sensor test failure alarm noted. Unable to perform the occlusion and no delivery test due to motor error alarm. Motor position encoder error alarm confirm in the history file. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.